Event description:
The outer packaging has an expiration date of 05/2013. The inner packaging has an expiration date of 08/2007. Close examination of the outer packaging shows that a label was placed over the original expiration date. This implant was not used on the pt.